Event description:
On (B)(6) 2012, it was reported that this vns patient died a few days prior. A nurse reported that she did not believe that the death was related to vns. The patient's family reported that the coroner stated that the death was sudep. The patient was last seen in (B)(6) for a routine follow-up at which time all vns parameters and diagnostics were within normal limits. (The parameters were provided.) The patient's providers did not believe that the vns contributed to the patient's expiring in any manner. They also believed the patient probably passed from sudep. A sudep evaluation was performed: sudep is probable as word was given by the coroner that it was likely sudep. The explanted lead and generator were received on (B)(6) 2012 and are currently undergoing product analysis. A battery life calculation showed 3.09 years to neos. An online obituary search showed the date of death to be (B)(6) 2012.

Event description:
Product analysis for the explanted generator was approved on (B)(6) 2012. The product was explanted/returned due to the patient's "death". In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The device was returned programmed on. On (B)(6) 2012, additional information was received that the patient was autistic and had epilepsy, which had been worsening over the last year. The patient was very sensitive to medication, especially since he was already taking several due to the autism; however, no issues with the vns therapy were suspected. The nurse noted that the coroner reported to the family that there "was nothing wrong with the patient's heart or brain, the family should look at the vns." Product analysis on the lead was also completed. Setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and lead pin existed at least once. Abrasions were identified on the outer silicone tubing. The outer and inner silicone tubing of the lead appear to have been cut/torn open at one point resulting in a portion of the lead coils exposed forming a loop at that location. At another point, the inner silicone tubing of the lead coils is cut/torn resulting in exposure of some of the negative coil. The lead coils are stretched at multiple locations. The positive coil has a broken strand. The lead assembly has remnants of dry body fluids inside the inner and outer silicone tubing. Scanning electron microscopy images of the lead coils show appearance indicating that the lead coils were torn, most likely during the explant procedure. In addition, the images of the coils show that the lead coils were nicked in the vicinity and/or at the torn ends of the coils. Inspection of the broken strand showed mechanical damage at the broken end most likely caused during the explant procedure.

Manufacturer narrative:
Analysis of programming history.